Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/11/2015 with the following findings:.2/ pump case removed and moisture damage was observed on the motor flex connector (see image), investigation completed with returned battery cap.1/ bb shows evidence of cs 064-0008 alarms on (B)(6)2015, pump was exercise for 24 hours and the cs 064 alarm complaint was not duplicated, display is dim/fading/reddish.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging a call service (064) alarm issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.